Manufacturer narrative:
The insulin pump was received with no act and up button response due to corroded keypad traces. No frozen screen, sticky buttons, ramping numbers on their own or scrolling bar moving anomaly noted. It was unable to verify for operating currents including low battery, off no power, failed battery test, empty reservoir and battery out of limit alarm due to no act button response. Device had minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the up button on the insulin pump had been sticking and the numbers would keep scrolling when trying to deliver a bolus. The customer removed and reinserted the battery and received a battery out limit and a failed battery test alarm. She then removed and put back the battery and when she went to change the reservoir, the screen froze up. The customer did not recall any significant events leading to the keypad issue. Blood glucose value was between 100 and 180 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.